Manufacturer narrative:
Evaluation: results: dissection, occlusion. No conclusions can be drawn.

Event description:
An 8mm diameter x 120 mm length complete se iliac stent delivery system was selected for insertion into a patient for the treatment of a right external iliac artery. It was reported that the stent was successfully deployed. Bilateral common iliac covered stent grafts were also placed. It was reported that the most proximal aspect of the stent came out near the puncture site and after full deployment of the stent, post stent angiogram revealed complete occlusion of the common femoral artery at the puncture site. The physician stated that it was unclear whether there was a dissection or a flap or malposition of the stent but the patient had no flow in the leg. Several manipulations were attempted in the cath lab with no avail and the patient required urgent surgical revascularization. It was reported that the right common femoral artery sheath insertion site developed an acute occlusion, and the patient developed limb-threatening ischemia of the right lower extremity. The patient was brought urgently to the or and a right common femoral endarterectomy was performed. The patient has been discharged home. The investigator has indicated that there is a possible relation to the study stent. The investigator has indicated that there was a definite relation between the event and the procedure.